Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 02/11/2014 for investigation.investigaton results as follows:the root cause was investigated and the complaint was confirmed. Voltage across one of the 11 cells has exceeded the maximum allowed value. This was likely due to mechanical impact to the battery leading to a broken resistor adjacent to a cell that helped bleed current around the cell during charging.

Event description:
It was reported that during a routine shift check, the autopulse li-ion battery passed testing in the autopulse multi-chemistry charger. The battery status led was lit green, indicating that the battery was ready for use. However, when the battery was placed into the autopulse platform, a "low battery" message displayed. Another fully-charged battery was installed into the same platform and the display indicated that the battery was fully charged. No patient involvement was reported. No further information was provided.